Manufacturer narrative:
Service inspected the analyzer and cleaned/adjusted multiple parts. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or non-conformances associated with the architect system. A review of tracking and trending of the architect c16000 did not identify any systemic issues or trends. Additionally, no similar issues for discrepant results were identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect c16000 processing module ((B)(6)).

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one sample. The following data was provided: initial result = 2.97 mmol/l, repeat = 0.81 mmol/l no impact to patient management was reported.